Manufacturer narrative:
MFR ref no.:(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom caused by a failed monitor. The motor assembly will be replaced.

Event description:
It was reported that a pump has a system error 105. It was also reported that there was no pt injury.